Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller had used more than 30 units of insulin to fill the tubing and was guided by technical support through filling and loading a new cartridge on the pump, but the issue persisted. Technical support decided to replace the pump.